Manufacturer narrative:
(B)(4). Date sent: 1/10/2025. B3: event year only reported: 2024. D4 batch#: x7035e. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the harhpgr device was received disassembled and the ¿transducer assembly¿ attached to a har736 device. The nose cone was cracked. No functional testing could be performed due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure when they put the harmonic to the cord it was not testing properly asking to replace handpiece. They took it off part of handpiece had broken off and stayed on the device. New cord and disposable used to proceed with the case without patient harm.